Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose, went into diabetic keto acidosis and was in hospital on (B)(6) 2020 with blood glucose level was 950 mg/dl. Customer experienced symptoms such as difficulty in breathing. The customer was treated with injection, intravenous drip, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. The insulin pump will not be returned for analysis.